Event description:
A surgeon reports having a pt with an unexpected postoperative refraction one month following intraocular lens (iol) implant surgery. Add'l info was requested and received.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested and received.